Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tube lifters and pole cables in the two problem areas needed to be replaced. The tube lifters and pole cables were replaced. The instrument was tested without further problem and returned to service.